Manufacturer narrative:
Not in manufacturing mode. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator(3). Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the value properly from glucose meter. Unit sensor feature working properly. No sensor calibration anomalies or meter anomalies were noted during testing. Unit received with scratched display window cover, severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label and cracked retainer.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalize due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 399 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as confusion, unresponsiveness, and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer's blood glucose was 44 mg/dl while the sensor glucose was 160 mg/dl. The customer believes the pump was over delivering due to the sensor glucose differences. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."